Event description:
It was reported that the patient presented to the emergency department for evaluation of peripheral neuropathy related to underlying diabetes and was treated and discharged the same day; the cause of the event and any device component involvement were not established. Symptoms included foot pain consistent with peripheral neuropathy. Outcomes included emergency department evaluation without hospital admission. Investigation included communication with the patient and review of the information provided. Investigation of this case revealed no specific medical device problem identified and no device component finding. It was concluded, based on previously established findings for similar reports, that the event was related to the patient¿s underlying diabetic condition rather than device performance. If additional information becomes available, a supplemental MDR will be submitted.